Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). A service history review revealed that this device was previously serviced for the reported condition.

Manufacturer narrative:
The condition of battery depleted set alarm was confirmed and duplicated. The root cause was determined to be depleted main batteries. The main batteries and harness were replaced to correct the condition. Should additional information become available, a follow up medwatch will be submitted. (B)(4).

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a damaged battery. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter personnel confirmed this condition as a battery depleted set alarm and discovered this event interrupted delivery. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. This device utilizes user interface module master software version 6.13.92 categorized as remediated.